Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra mini meter does not turn on. The complaint was classified based on the initial information provided to the customer care advocate (cca) since the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient provided information that he takes insulin and self-adjusts the dose. The patient claimed that the product issue first occurred the day before. The patient was unable/unwilling to answer what action he took based on the product issue. He said that he was dizzy, tired, thirsty and urinated more 4 to 5 hours after the product issue occurred. The patient denied receiving treatment. The cca noted that the meter turned on when the power button was pressed, but did not turn on with test strip insertion. The patient's products were replaced. This complaint is reported because the patient alleges that his meter does not turn on. He claims that he was thirsty and urinated more after the issue started. His symptoms can be typically associated with hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.